Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 15-17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred over the long weekend before the issue was reported on march 6, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors under infused. This was observed during use via peripherally inserted central catheter (PICC) line. The devices contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.